Event description:
The customer reported the unit was not charging the battery fully.

Manufacturer narrative:
(B)(4). The customer reported the unit was not charging the battery fully. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.